Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The lens was not returned. Four photos showing the same image were provided. The image was displayed on a computer screen. A multifocal lens was shown implanted into the eye. A mark or material was visible near the center of the lens. Unable to determine if this was a scratch or the reported "imbedded material". Associated products were not provided. It is unknown if qualified products were used. The lens was not returned. A mark was observed in the provided photos. A mark or material was visible near the center of the lens. We are unable to determine from the photo if this was a scratch or the reported "imbedded material. A root cause determination cannot be made without physical examination of the product. It is unknown if qualified products were used. The IFU instructs: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, they noticed that an object embedded in iol material. Additional information has been requested.